Event description:
As reported: "patient came in on (B)(6) 2020 to see dr. For limited motion in her left knee. She missed a couple of her therapy appointments prior. Limited motion of 5-90 degrees. Patient wanted a manipulation. Closed manipulation under anesthesia occurred on (B)(6) 2020."

Manufacturer narrative:
An event regarding rom involving a mako insert was reported. The event was confirmed via medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: the review of these records confirmed the complaint of postoperative limited motion of her left knee and a manipulation under anesthesia at the 3 month postoperative mark. The poor range of motion may have been contributed to by patient related comorbid factors, the postoperative physical therapy protocols, and/or postoperative monitoring. No device related factors were contributory to this event. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical information by a clinical consultant indicated: the review of these records confirmed the complaint of postoperative limited motion of her left knee and a manipulation under anesthesia at the 3 month postoperative mark. The poor range of motion may have been contributed to by patient related comorbid factors, the postoperative physical therapy protocols, and/or postoperative monitoring. No device related factors were contributory to this event. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An event regarding rom involving a mako insert was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: the review of these records confirmed the complaint of postoperative limited motion of her left knee and a manipulation under anesthesia at the 3 month postoperative mark. The poor range of motion may have been contributed to by patient related comorbid factors, the postoperative physical therapy protocols, and/or postoperative monitoring. No device related factors were contributory to this event. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical information by a clinical consultant indicated: the review of these records confirmed the complaint of postoperative limited motion of her left knee and a manipulation under anesthesia at the 3 month postoperative mark. The poor range of motion may have been contributed to by patient related comorbid factors, the postoperative physical therapy protocols, and/or postoperative monitoring. No device related factors were contributory to this event. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patient came in on (B)(6) 2020 to see dr. For limited motion in her left knee. She missed a couple of her therapy appointments prior. Limited motion of 5-90 degrees. Patient wanted a manipulation. Closed manipulation under anesthesia occurred on (B)(6) 2020."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient came in on (B)(6) 2020 to see dr. For limited motion in her left knee. She missed a couple of her therapy appointments prior. Limited motion of 5-90 degrees. Patient wanted a manipulation. Closed manipulation under anesthesia occurred on (B)(6) 2020."